Event description:
It was reported that a pt who underwent a kyphoplasty procedure had a refracture of the treated level with anterior cement migration. No other info was available.

Manufacturer narrative:
Method - device not returned, follow up conversation with company rep.